Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that several non-sustained right ventricular over-sensing (nsrvo) alerts were received from the implantable cardioverter defibrillator (ICD) due to post paced t-wave over-sensing (pptwos) and r-wave amplitude variation. The patient was asymptomatic. Programming changes were implemented, and the patient left in stable condition.